Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed supplies and resumed insulin to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.